Event description:
Follow-up information revealed the issue is now resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unhappy with the location of her ipg being on the left side. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein 30cm extensions were implanted and the ipg was then relocated to the patient's right side.